Event description:
The distributor became aware on 12/10/93 of an incident that occurred while performing a variceal embolization involving a glidecath. Multiple coils had been placed in the testiculaar vein sucessfully before one of them lodged in the distal portion of the glidecath. The physicianattempted to remove the glidecath through the introducer sheath when the coil dislodged in an unknown small braanch vein. Retrieval attempts were made but were unsuccessful and the coil remains in the pt. The pt has experienced no sequelae as a result. Follow-up attempts to obtain further details surrounding this event have been unsuccessful to date.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.